Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode migrated into the external ear canal. The recipient has a history of ear diseases and radical cavity which likely contributed to the reported issue. The exposed part of the electrode has been cut off by the physician and sent to headquarters. The results of the investigation of the received part appear to match the problems mentioned in the recipient report. The electrodes show damage that is most likely attributable to the removal handling. The stimulator remains implanted and re-implantation is not considered at this time.

Event description:
The electrode array was found in the external auditory canal and was cut off. Per internal registration information, a full insertion of the electrode array was achieved at implantation. The housing of the concerned device has been left in situ. The recipient does not want a new reimplantation.

Manufacturer narrative:
The device has been partly explanted and the explanted parts should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode of the concerned device was found in the external auditory canal and was cut off. The housing of the concerned device has been left in situ. The user does not want a new reimplantation.